Event description:
It was reported that packaging caused question of sterility and surgeon requested to open another tritanium shell.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the entire inner blister pack, the outer (B)(6) blister lid, and the labels were returned. There was no sign of damage to any of the components that would suggest a breach in the sterility of the shell. The outer blister lid was intact and showed no signs of having been adhered to or otherwise inappropriately attached to the inner blister lid or in any way to have caused it to be compromised. The inner blister lid seal was also found to be completely uniform and intact with no signs of any breach. Dimensional inspection: not performed as there were no indication that the event was related to dimensional issues. Functional inspection: not performed as there were no indication that the event was related to product functionality.

Event description:
It was reported that packaging caused question of sterility and surgeon requested to open another tritanium shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.